Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for vitamin d on a cobas 6000 e 601 module. The initial result was > 70 ng/ml. The repeat result was within the "measuring range." The normal measuring range for vitamin d is 3 - 70 ng/ml). The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The vitamin d reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.